Event description:
The device operator was performing a shift check on the device. Reportedly, when the operator attempted to discharge the defibrillator into the test load on the standard battery charger, she allegedly received a shock from the device. The device was removed from use. The device operator was reported as being "ok" following the reported event.